Event description:
Caller reported cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the process, resolving the issue as the pump did not display the error code again, allowing the caller to successfully start their sensor session.